Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test due to faulty force sensor resistor. No moisture damage was found on the electronics, motor, battery tube, vibrator and keypad assembly noted during our visual inspection. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system while they were priming the tubing. The insulin pump was exposed to the rain and condensation was found on the display screen. The customer disconnected from the insulin pump. Customer's blood glucose level was 14.3 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.